Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Cable assembly connector pin bent.

Event description:
A patient reported on (B)(6) 2016 stating that the implantable neurostimulator (ins) recharger (insr) screen was blank, but they could not troubleshoot due to lack of access to the product. They also noted that their ins was dead at that time because they could not charge. They were not sure of the last successful recharge session, but the issues with the charger began in (B)(6) 2016. The patient called back later that day with the insr and noted that the desktop charger (dtc) green light was on, but the insr still would not charge when the dtc was plugged into it. The dtc had a bad connector pin. A replacement dtc was shipped to the patient, there were no related symptoms reported, and the indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.